Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
During a literature review, an article was identified in which a patient developed cardiac tamponade during a left atrial appendage (laa) closure procedure where the nrg transseptal needle was used among other devices including sl0 sheath (abbott). The tamponade developed likely due to perforation through the posterior wall of the left atrium. A pericardial window was performed to evacuate blood and clots from the pericardial space and a pericardial drain was placed through the subxiphoid window. The perforation was sealed using a sealing device to stop the ongoing leak and to avoid a recurrent effusion. A transthoracic echocardiogram was performed on the following day after the procedure and revealed the complete resolution of the effusion. The patient was discharged home 4 days following the procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. 1 braiteh, nabil, mouhamed amr sabouni, and alon yarkoni. 2020. 'Cardioform septal occluder in the management of cardiac tamponade as a complication of laa closure', jacc: case reports, 2: 915-18.